Event description:
Plastic nose bridge on prescription glasses is growing fungus/algae and exhibiting greenish corrosion. Possible risk to eyesight. Bridge replaced at 3 months, new one is equally defective. Vendor replaced original part after 4 months ((B)(6)), replacement part is just as bad as original.